Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 weeks after the start of use, the catheter was dislodged from the patient. It was confirmed that there was a balloon rupture with no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 weeks after the start of use, the catheter was dislodged from the patient. It was confirmed that there was a balloon rupture with no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 weeks after the start of use, the catheter was dislodged from the patient. It was confirmed that there was a balloon rupture with no missing pieces.

Manufacturer narrative:
Received the catheter only. The visual inspection noted a irregular balloon burst; however, no pieces of the sac were missing. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. A microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results were as follows: eye snip length: 2/32¿, inflation lumen coverage: 12 thou, balloon thickness: 18 thou, burst initiated from bottom collar of sac: 0.3cm. Per the tactile evaluation, the balloon thickness measured 18 thou. In addition, the edges of the burst area were not brittle. The reported event was confirmed with cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon¿. (B)(4).

Event description:
It was reported that 3 weeks after the start of use, the catheter was dislodged from the patient. It was confirmed that there was a balloon rupture with no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 3 weeks after the start of use, the catheter was dislodged from the patient. It was confirmed that there was a balloon rupture with no missing pieces.